Manufacturer narrative:
The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message from the pump indicating that the load fill tubing process had been initiated. The customer went to the emergency room (ER) for treatment. Tandem's (B)(4) distributor, (B)(4), attempted to reach out to the customer to troubleshoot the event/ upload the pump data to observed the sequence of events that led to the ER visit; however, the customer declined to provide additional information/ perform troubleshooting. No additional information was received.